Manufacturer narrative:
Device evaluation: one device was returned and visual inspection revealed smiths tamper sea and housing intact. Upon inspection, the customer's reported issue could not be duplicated. Investigation found malfunction of the downstream sensor, it was replaced as a preventive measure, upstream sensor re-calibration.

Event description:
It was reported that cadd legacy plus pump alarmed high pressure. No patient injury reported.